Event description:
Additional information was received indicating the rv lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.